Event description:
Watchman flx CT study. It was reported that a device failure to seal occurred. On (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) with a complete laa seal and deployed device diameter of 27.0 mm. The patient was discharged on aspirin one (1) day post index procedure. On (B)(6) 2023, during a routine follow-up examination, cardiac computed tomography (CT) identified a superior and anterior peri-device leak of 3mm on the long axis and 1mm on the short access. The peri-device leak measured 2mm via transesophageal echocardiogram (tee). A residual atrial septal defect measuring 3mm was noted. On (B)(6) 2023, during a routine follow-up examination, cardiac computed tomography (CT) identified a superior and posterior peri-device leak of 8mm on the long axis and 2mm on the short access. The peri-device leak measured 3mm via transesophageal echocardiogram (tee). A residual atrial septal defect of 3mm was still present. On (B)(6) 2023, during a routine follow-up examination, cardiac computed tomography (CT) identified a superior and posterior peri-device leak of 8mm on the long axis and 3mm on the short access. The peri-device leak measured 3mm via transesophageal echocardiogram (tee). A residual atrial septal defect of 2mm was present. No patient complications were reported.